Manufacturer narrative:
The tech found the steering caster was damaged and found two caster supports were broken. The tech replaced the steer and brake caster and the two caster supports to repair the bed.

Event description:
Information received indicates the brake is not holding or steering properly.